Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that introducer could not hold the implant firmly, so that the surgeon could not insert the implants to the patient¿s femur when inserting attune cementless femoral component during the tka surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no adverse consequence to the patient. No further information was provided by the hospital.